Manufacturer narrative:
E.2. Initial reporter other occupation: materials management technician. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system label printer failed to print. The technical support specialist (tss) remoted onto the station, transferred the label printer drivers, deleted and uninstalled the printer, then reinstalled it. The tss confirmed with the customer that after turning the printer off and back on, the customer was able to print the labels successfully, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the label printer associated with the cabinet stopped printing. The printer was confirmed to be powered on, with the usb cable properly connected. The printer was able to feed paper manually using the feed button. Both the printer and the pyxis cabinet were rebooted; however, the issue persisted. There were no delay or adverse events or injuries reported based on this event.